Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75x24mm promus element plus stent delivery system was advanced to the lad. During the case, apparently the balloon was already inflated like it was already burst and blood is coming back. They feel like it was already ruptured as soon as they took it out of the box but they did not know it until they put it in the patient. The procedure was completed with another of the same device. No patient complications

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).